Event description:
On (B)(4) 2013 it was reported that the nurse's handheld was unreliable. The nurse stated that the handheld recently would turn on and off by itself and then perform a hard reset on its own. It was not clear when this event occurred. The manufacturer's consultant stated that he was unable to replicate any communication problems using the physician's programming system and his demo generator. The handheld and flashcard were returned to the manufacturer for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis on the handheld and flashcard were completed on (B)(6) 2013. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with the flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.